Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on september 6, 2016 after a 21 joule and 31 joule shocks were attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing at a change out procedure for normal battery depletion, when the newly implanted implantable cardioverter defibrillator (ICD) was connected to another manufacturer's chronic right ventricular (rv) lead, non conversion occurred. On the second attempt a code 1004 appeared. Boston scientific technical services (ts) was consulted and discussed that this code indicated the rv lead shorted during shock delivery. Ts advised that the ICD should not be implanted and the rv lead should be taken out of service. Subsequently the ICD was attempted and not implanted and the rv lead was surgically abandoned. No adverse patient effects were reported.